Event description:
The product complaint report shows the customer alleged finding an intermittent audio alarm during routine pre-patient testing. The customer attempted to duplicate the issue by cycling the switch, checking/moving connections and trying to isolate to switch or alarm. Switch was replaced during 10k pm 1/98. The customer reseated the boards then ran the device in for 5 days without duplication of any issues. It is not verified that the unit had an intermittent alarm, and no malfunction may have occurrred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.